Event description:
Boston scientific received information that this programmer was turned on and the screen was blank. The programmer was rebooted and the screen appeared normal for a few minutes, and then became blank and then very faint. The programmer was rebooted another time, and an electrical burning smell was noted. No adverse patient effects were reported.

Manufacturer narrative:
This programmer is expected to be returned for analysis and repair. This report will be updated when analysis is complete, or if further information about this issue becomes available.

Manufacturer narrative:
Upon receipt, a thorough product analysis was performed. Initial inspection revealed the display did not have a backlight. This issue was caused by an overheated upper "sppol" on the inverter. Additionally, the inverter cover had melted. The housing rear and display cover had deep scratches. All the damages components were replaced.